Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the battery oscillator device and the reported condition that the locking mechanism fell apart was confirmed. An assessment was performed and it was found that the locking knob of the handpiece was loose. In addition, it was identified that the device did not function, the locking mechanism fell apart, and therefore, the device could not secure/lock a cutter, the device had component damage, and a worn oscillating head. It was further determined that the device failed pretest for general condition and check the quick coupling for saw blades. It was determined that the cause for the loose knob is a design related issue, that is covered under a CAPA. It was further determined that the assignable root cause of the component damage, the locking mechanism falling apart, and unable to secure the cutter was traced to component failure due to normal wear. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. UDI ¿ (B)(4).

Event description:
It was reported that the locking knob on the battery oscillator device had come undone. During in-house engineering evaluation it was observed that the locking mechanism of the device fell apart. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.